Event description:
Meter name: one touch profile and basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: heart attack. A patient reported they were hospitalized. Their meters allegedly would only prompt clean test area messages. The result on their meters were able to test. The result on the hospital meter was unknown. There was no comparison. Treatment was unknown. No further info has been reported.